Event description:
The customer reported an over infusion. No details were provided. No patient harm was reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer¿s report of an over infusion of insulin was confirmed. Event log analysis shows that on (B)(6) 2015 at 12:05pm the pump module was programmed using the basic drug calculation mode. The user entered a drug amount of 100 units, diluent volume of 100 ml, vtbi of 85 ml, and a dose of 4 unit/min rather than the intended 4 units/hr. This resulted in a calculated rate of 240ml/hr. The infusion ran at this rate for approximately 21 minutes until 12:27pm when the pump module was powered off. Rate accuracy testing was performed and the pump module was found to be infusing within specification. The cause of the reported over infusion of insulin was determined to be user programming.

Event description:
The customer reported that insulin 100 u/100 ml was programmed to infuse at 5 units/hr. The infusion was stopped after about an hour. Sometime shortly before 1215, the infusion was restarted at 4 units/hr. An air-in-line alarm occurred and it was observed that the entire 100 ml bag had infused (estimated within a 30 minute period). Supplemental glucose was administered and serial serum blood sugars monitored (lab values not provided). There was no lasting adverse effect.